Manufacturer narrative:
The complaint investigation for falsely alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 60776uq10 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the total bilirubin assay for lot 60776uq10 was identified.

Event description:
The customer observed falsely alinity c total bilirubin results on one patient sample that repeated normal with sample dilution. The following data was provided: sid (B)(6) ran on ac01935: initial total bilirubin result = error code 1040 reaction check failure, repeat result = 24 umol/l the customer then performed dilution on the sample and ran on ac02038. Result on 1:10 dilution =17 umol/l result on 1:5 dilution = 16 umol/l the customer released total bilirubin result of 17 umol/l. Normal reference range is 5 to 21 umol/l. No impact to patient management was reported.